Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 196 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had stated that he did not feel well the day before ((B)(6) 2016). The customer stated that he had felt like he was hypoglycemic and the meter gave him a high number of 110 mg/dl. The customer stated that he had eaten and felt better and did not need medical attention. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 0831/2017 and open vial date is 12/06/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has been sharing the meter and strips with his wife.